Event description:
The customer reported via phone that she had high blood glucose but not hospitalized. Customer's blood glucose was 530 mg/dl. The customer was treated for high blood glucose with insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.